Manufacturer narrative:
Batch records, final product manufactured, and qc records were reviewed for lot cov2020015. No abnormal issue was found in the manufacturing process, technical testing, and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples meet the qc criteria. The reported issue was not found or could not be reproduced. This complaint is not verified.

Event description:
Invalid result (s). Called in because she purchased 2 flowflex kits and no results displayed. No c or t line appeared. She followed the directions exactly and dispensed the 4 drops into the s well. The desiccant packs were inside the test cassette pouch. The kits were purchased at price chopper.